Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with erosion around the pump, and the pump was no longer working. The ipp pump was explanted and replaced. There were no additional patient complications.